Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported critical pump error with open book image displayed on the screen. Customer also stated that crack observed on the pump and pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to discontinue the use of pump. The product will be returned for analysis.